Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing impedances and high capture thresholds with under sensing. When viewing home monitoring records, lead had been trending upward on impedance measurements. When pocket was opened, the lead did not exhibit any breaks, nor did fluoroscopy show any visible abnormalities. A new lead was successfully implanted. No additional adverse patient effects were reported.